Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 45 mg/dl. Customer stated that his blood glucose was high and he could not bring the blood glucose down, it kept delivering insulin and caused the low blood glucose. Nothing further was reported.